Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ca2 calcium gen. 2 results for 27 patient samples. They loaded a new sms solution and a new reagent cassette of the same lot and performed calibrations. The calibration failed on the old calcium reagent pack using the new sms cassette, but passed with the new reagent cassette. Data was provided for one sample where the initial result was 4.8 mg/dl and the repeat result was 8 mg/dl when repeated after the recalibration and qc. The erroneous results were reported outside of the laboratory and were corrected for 13 of the patient samples. No patient care was affected and there was no adverse event. The reagent lot number was 20096601 with an expiration date of 28-feb-2018. The field service representative found there was a damaged and misadjusted probe. He replaced the reagent and sample probes and adjusted them to specification. He decontaminated the lines, ran calibration, qc, correlations, and precision testing which all passed per specification. Follow up with the customer confirm they had no further issues.